Event description:
The customer reported that the system would not stop fluoroing and they had to do an emergency shut down. This occurred during a pt procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.